Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was able to display an ECG signal via the pads view with the returned multi-function cable when all criteria was met. The device was recertified and returned to the customer. No trend is associated with reports of this type. It's noteworthy to mention the electrode pads used at the time of the event were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.